Event description:
A us distributor reported that a battery would not power on a monitor. A us distributor reported that a battery charger was resetting and a battery pack was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery (B)(6) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery. Device evaluation of battery charger has been completed. The reported problem (battery charger problem - resetting) was confirmed. Upon investigation the charger was resetting and was unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board, causing the resets. Additionally, contamination was discovered on the battery board pca . The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger. Device evaluation of battery (B)(6) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery pack.

Event description:
A us distributor reported that a battery charger was resetting and a battery pack was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem - resetting) was confirmed. Upon investigation the charger was resetting and was unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board, causing the resets. Additionally, contamination was discovered on the battery board pca . The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger. Device evaluation of battery (B)(6) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery pack.